Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. On (B)(6) 2017, the patient presented in clinic for follow up. Isometric testing was performed and noise was not reproducible. The lead was reprogrammed. The patient remained asymptomatic.